Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs lead migrated the same day it was implanted. Reportedly, the patient complained of persistent abdominal pain postoperatively. Consequently, the patient was taken back into surgery for exploratory examination and the surgeon found the lead migrated from t7 to t5. The physician repositioned the lead back to the original placement. Follow up identified the patient's abdominal pain had resolved.